Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for stopper malfunction with the incident lot was observed.

Event description:
Bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had a hole in the stopper.